Manufacturer narrative:
Additional information was received from the rep "resolved with reduction of performance level. Pump discarded, console data unavailable."

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cp was inserted via the femoral artery to support the 87 year old female patient who had been admitted in with indication of acute myocardial infarction and cardiogenic shock, presenting in scai stage e shock. The patient was in biventricular failure and as such the patient was on a cp and rp flex impella. The patient was on inotropes, vasopressors, and a vent for respiratory needs prior to the pumps placement. Additionally the patient had CPR for a cardiac arrest. Other medical history was not shared. On the day after implant the patient had rising labs indicative of hemolysis, in the rise of ldh to >900. The urine color had also changed. The team made decision on day 3 of the support to explant the cp pump. The rp flex stayed on for support. The patient survived. Hemolysis may be influenced by patient-specific factors such as critical illness, underlying cardiac dysfunction, hemodynamic instability, renal function, anticoagulation status, and potential device position.

Manufacturer narrative:
H6: investigation: type, findings, conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The cause of hemolysis/mechanical interaction with blood was unable to be determined as limited clinical details were provided and no product was returned for review.

Manufacturer narrative:
D4. Serial and primary UDI number corrected.